Manufacturer narrative:
Additional mfg narrative: follow-up report submitted to document device evaluation results corrected data: catalog number updated, device available for evaluation d1 d2a d4 d9 h3 h6.

Event description:
No additional information.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.